Event description:
Complaint description: a hospital nurse reported that an a4801a video laparoscope was replaced with a different scope when the image on a video monitor became distorted at the beginning of a procedure. The nurse explained that when vertical lines appeared on the screen, the video image could not been seen. The nurse mentioned that same phenomena was experienced when another a4801a was used during a different procedure. There were no injuries related to the occurrences.